Event description:
The lay user / pt contacted lifescan (lfs) alleging high readings on the meter. The pt received a 250 mg/dl on the one touch ultra meter. He retested and received a 200 mg/dl. Less than 10 minutes later, he tested in the lab and received a 128 mg/dl. The pt received ketone advise from his physician between the tests there was no intervention that would be expected to change the blood glucose. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The test strips passed using the control solution. Customer care agent (cca) sent the pt a replacement meter.